Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer displayed an error while using the analyzer. The programmer had lost communication with the analyzer. It is expected that the analyzer will be returned for servicing. No patient complications have been reported as a result of this event.